Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level. According to the patient's parents the reason for the high blood glucose levels was because the basal was incorrectly typed in when setting up the app so they wanted to do a hard reset. The patient did not provide any information about symptoms, how they were treated for the issue and the duration of the visit. Three follow ups were attempted but no new information was provided.